Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an unrelated surgery, patient was unable to connect to their ipg using their controller. Patient confirmed that the ipg was placed in surgery mode prior to surgery. Troubleshooting was attempted with no success. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Record is no longer tied to fsca. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis; however, data logs was received. Actions have been taken to prevent reoccurrence.

Event description:
Additional information revealed that the manufacturer representative was able to successfully recover the patient's ipg and patient is currently receiving therapy.